Event description:
The facility representative reported a colleague infusion pump where the "delivery is high". The reported failure code occurred during bio-med testing. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation of if any additional information becomes available.